Event description:
It was reported that a small volume folfusor under-infused. The device was filled with an unspecified painkiller in saline solution. The reporter stated that the expected infusion time was 24 hours; however, the infusion completed in greater than 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information/correction: upon follow-up, the reporter stated that the device¿s expected infusion time and actual infusion time were both 24 hours. Additional information: the device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.